Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - operator not trained.evaluation summary:evaluation of the returned device found the whole suture was returned undamaged. The plunger and both needles were not returned. No sheath split was observed as reported. Both cuffs remained in the foot pockets. The suture was pulled through the device with the rail suture end exposed at the proximal end of the device and non-rail suture end exposed from the posterior needle slot. The observed condition is consistent with pulling out the plunger prior to depressing it to deploy the needles. Because the needles were not deployed, both cuffs did not capture the needles. Subsequently, the suture did not go through the access site as reported. The link was out of the suture bearing, consistent with being dislocated during the device removal. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The anterior cuff successfully captured the needle during proxy plunger insertion. Based on investigation findings, the device was partially deployed due to incorrect deployment technique. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
It was reported that a physician not trained in the use of the perclose proglide device attempted deployment of two proglides in the common femoral artery using a preclose technique before an endovascular arotic repair (evar). Reportedly, the sutures of one device were deployed without any reported difficulties. However, while using a 6fr sheath, upon removal of the second proglide device, only one suture was visible. The surgeon observed a tiny split in the sheath of the device slightly below the marker ports and foot. It appeared that the needles may have missed the foot resulting in the suture not being pulled through the puncture site. The device was rewired and the sutures from another proglide were successfully deployed. The sheath was upgraded to an 18fr and after the evar procedure, hemostasis was achieved with the proglides. There was no adverse patient sequela. No additional information was provided.